Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) equipment. The pst installed a luo battery which did not resolve the issue. A luo hard drive was installed and the ccm booted up without issue. It was determined that the ccm hard drive did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). H3 evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure, insert disk and press enter' message upon boot up and a blue light line was flickering on the screen. As mitigation, the team rebooted the ccm, but the issue did not resolve so the heart lung machine was not used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.